Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump's wake button was not working and the pump was off. The pump display came on after the pump was plugged into a power source; however, the start up screen did not appear. Blood glucose ranged from 127 to 400 mg/dl. Insulin injections were administered. The customer reverted to using insulin injections for insulin therapy.